Event description:
The biomedical engineer reported a colleague infusion pump with a 199 failure code. This condition was reported to have occurred during set-up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00. This is a case that was reported on the (B)(6) 2011 to baxter (B)(4) from (B)(6) hospital. It was reported that on the (B)(6) 2011 the pump had just been deployed when 199:000 failure occurred, followed by a 701:000 failure. No patient was involved. The pump was returned to technical services for evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 199 was confirmed during product evaluation. The root cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Should additional information become available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed, finding that no exceptions were noted during the manufacturing of this device.